Event description:
Pt came as an outpatient for brachial arteriogram. Checking for possible occlusion, fingers feeling cold and numb. During insertion of wire it was seen by way of fluoro that the inner wire had protruded through the outer coating. Removed without adverse effect to pt.